Event description:
It is reported that the patient faced occlusion issue on (B)(6) 2026. The blockage was at site which leads to high blood glucose levels upto 452 mg/dl and was treated with correction injection via multiple drug injections (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.